Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer cleaned the photometric pathway, replaced the heat cut filter, readjusted the ultrasonic mixer, pressure-tested the rinse station lines, and verified the condition of the check valves. He performed a photometer check and cell blank with successful results. The customer performed calibrations, qcs, and precision checks with successful results. The investigation is ongoing.

Event description:
The initial reporter received questionable total protein results from four patient samples tested on the cobas 8000 c702 module. Sample 1 the initial result was 58 g/l. The repeat result was 69 g/l. Sample 2 the initial result was 59 g/l. The repeat result was 70 g/l. Sample 3 the initial result was 60 g/l. The repeat result was 71 g/l. Sample 4 the initial result was 56 g/l. The repeat result was 67 g/l. The reporter also complained of low qc results and calibration failures.

Manufacturer narrative:
The investigation determined that the defective ultra-sonic mixer caused the event. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.